Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a routine device change out, auto mode switch episodes caused by atrial noise were observed. Atrial lead damage was suspected. The noise could not be reproduced with arm movements. All electrical measurements showed stable values. The physician elected not to replace the lead and adjusted the atrial sensitivity. The patient's condition before, during and after the procedure was good.